Manufacturer narrative:
Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast implant. The analysis results show that the device appeared intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed for the finished device number 6435053, and no non-conformances related to the reported complaint were identified. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a 275cc saline mentor smooth round moderate profile breast implant and experienced postoperative right-sided deflation, confirmed by a physician. As a result, the patient underwent removal and replacement of the right-sided implant with 275cc mentor smooth round moderate profile, catalog # 3501640, serial # (B)(4) on (B)(6) 2019.